Event description:
It was reported that while attempting to insert the ao60g lens using the lp604350 inserter, the injector tip split. The lens was removed with forceps and replaced intraoperatively with a backup lens. A nylon suture was used to close the incision. The pt was reported as stable and doing fine. Please reference MDR #: 1119279-2012-00303 for the delivery device.

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of the event is in progress. A supplemental report will be submitted upon completion of the investigation.